Event description:
Kimberly-clark received a report stating the clinician experienced difficulty introducing and extracting saline from the saline port on the endotracheal tube. The clinician was attempting to flush the subglottic device with saline fluid and was unable to flush the device. The patient was extubated and reintubated with an older style endotracheal tube. The patient was transferred to a larger hospital's critical care unit. No additional information is available in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. The customer did not return the device.